Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The device history record (DHR) was reviewed and no anomalies that could be associated with the complaint incident was observed. Upon evaluation, the device was not working properly and goes out intermittently. The reported complaint was confirmed as the device was overtorqued.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece was not working properly and goes out intermittently. The malfunction was discovered during pretesting. There was no patient involvement nor delay in surgery.